Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic proglide instructions for use states: after securing the suture limbs and before inserting the procedural sheath, gently pull on the clamp until the suture is taut to remove any suture slack from the tissue tract. The investigation determined the reported difficulties appear to be related to operator error. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. Reportedly, "when the suture was pre-placed prior to evar, the suture was not pulled to remove the slack of the suture. Therefore, it was thought that the guide catheter was interacted with the suture during insertion of the guide catheter and that the suture got separated." The suture break was only observed with one device. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.